Event description:
1/4 x 1/4 cottonoid was known to remain at surgical site but could not be found or visualized on x-ray. Patient required CT scan & reoperation to remove device. Per conversation of 10/20/92 decision made to report, although we do not have evidence of "probable" defective deviceinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination, other. Results of evaluation: design - human factors, inherent risk of procedure, fail-safe systems. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.